Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited unspecified helix rotation issues. The rv lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned with the helix retracted and covered with blood/tissue for analysis. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. The cause of the reported event was due to blood/tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. Electrical, visual and x-ray testing did not find any anomalies with the exception of procedural damage.